Event description:
It was reported that during a percutaneous coronary intervention treatment procedure balloon ruptured occurred. Lesion characteristics and clinical factors are unknown. This 3.50x15mm quantum apex balloon catheter was selected for treatment. The balloon was inflated and ruptured at nominal pressure. The device was removed from the patient intact. The procedure was completed with another with same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at the time of event 18 years or order. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: there was blood in the balloon and inflation lumen. The tip was damaged. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 4mm from the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure balloon ruptured occurred. Lesion characteristics and clinical factors are unknown. This 3.50x15mm quantum apex balloon catheter was selected for treatment. The balloon was inflated and ruptured at nominal pressure. The device was removed from the patient intact. The procedure was completed with another with same device. No patient complications were reported and the patient's status is stable.